Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2016 with the following findings: the black box dates from 2/26/2016 -3/5/2016. Black box data from date of complaint has been overwritten. Unable to confirm or duplicate complaint during investigation. Current bb shows no evidence of short battery life. The pump powers with returned battery cap. Battery cap is unable to fully tighten. The battery cap threads were damaged. Battery compartment cracks were observed in thread area and below grip pad. The pump case was cracked in upper rh corner of display area. The current draws within specifications. A "battery life" issue was not duplicated during investigation. Removed pump case and no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.